Event description:
It was reported that during inspection of the units prior to sterilization, the insulation was noted to be cracking and breaking off the tip. Two (2) of the units had pieces of insulation missing from the tip. Blood could be seen trapped under the insulation through the crack. The other unit had 3 big cracks running parallel to the shaft of the unit. It was further reported, the customer only had the units for 8 months.

Manufacturer narrative:
Additional information will be provided once the investigation is completed. The following units with the same catalog number were also implicated in this event: (4) units from lot number 0941550; (2) units from lot number 0843190.